Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips by customer that the mrx doesn't turn on. There was no patient involvement.